Manufacturer narrative:
The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was unhappy with the result of intraocular lens (iol) being implanted in the patient's right eye. The patient complained of halos and glare. The daily activities of the patient were not significantly affected. The iol was then explanted and it was replaced with a non-johnson and johnson lens. There was medical intervention, no incision enlargement, no vitrectomy or sutures done and no delay in procedure was reported. It was learned that the patient has fully recovered, is okay and satisfied with outcome of the exchanged lens. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: jul 8, 2022 section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection revealed that the lens was received taped to the inside of a specimen cup. The lens was removed from the tape and the tape residue was cleaned; revealing that no issues could be identified that could contribute to or cause visual disturbances. The complaint issue ¿hm-halo vision¿ and ¿hm-glare¿ was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.